Event description:
Patient had surgical removal of bardport implantable vascular access device catheter. Catheter removed without incident, upon inspection of the catheter it was found that the silicone rubber cover (lays on top of the catheter lock) was not on the top of the catheter lock. It was freely moveable on the catheter.